Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were sticking. It was reported that the issue first occurred 3-4 months prior to the alert date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/10/2014 with the following findings: the keypad was found to be torn. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok and down key contacts were damage and without spring-back. Unrelated to the complaint, a battery compartment crack was observed. The battery cap threads were damaged. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.